Event description:
During a lap supracervical hysterectomy procedure, the harmonic scalpel blade was used on the cervix to detach the uterus. A metal humi" was used and it appears that the dissecting hook hit the metal instrument and the tip (hook portion) of the blade broke off the shaft into the pt. The tip wsa retrieved and the surgeon was able to finish the case without pt consequence.